Event description:
A malfunction alarm with code malf 16 was reported, indicating an issue with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as backup therapy while awaiting a replacement and was advised to return the faulty pump using a pre-paid label within 10 days.